Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for calcium gen.2 (ca) on a c501 analyzer and an integra 400 analyzer. All results were reported outside of the laboratory. It was stated that the involved sample was hemolyzed. This medwatch will cover the c501 analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the integra 400 analyzer. The sample initially resulted as 11.11 mg/dl when tested on the c501 analyzer. The sample was repeated on the c501 analyzer, resulting as 12.66 mg/dl. The sample was repeated again on the c501 analyzer, resulting as 10.01 mg/dl. The sample was also repeated on the integra 400 analyzer, resulting as 9.90 mg/dl. The patient was not adversely affected. The ca reagent lot number was 152966, with an expiration date of 08/31/2017.

Manufacturer narrative:
The customer also noted that the involved sample was quite yellow (icteric). The field service representative could not detect any problems with the analyzer. He believes the root cause to be related to the patient sample since it was found to be hemolyzed and icteric. A specific root cause could not be determined based on the provided information. An instrument or reagent issue can be ruled out because calibration and qc are acceptable and the instrument was checked to be ok. A possible root cause may be related to the sample as it was found to be hemolyzed and icteric. The root cause may also be related to a contaminated sample probe.